Event description:
Complainant alleged that during a routine shift check by a clinician, the paddles required more than one actuation of the discharge buttons to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.